Manufacturer narrative:
H3 - additional info received confirms patient's implants were not MFR by dow corning.

Event description:
Pt received breast implants on an unknown date and of an unknown MFR. Reporter also alleges pt had cancer.

Manufacturer narrative:
H3 - additional info received confirms patient's implants were not MFR by dow corning.